Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred during the loading process. The customer's blood glucose level was not impacted. It was confirmed that the customer has alternate insulin therapy available.

Manufacturer narrative:
The reported cartridge change error messages occurred with multiple cartridges.